Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion was located in the proximal diagonal (dx) artery. The lesion was predilated with a 2.5x20mm balloon inflated to 8 atm's for 30 seconds. A taxus express2 2.75x28 drug eluting stent was advanced and deployed at 9 atm's for 30 seconds in proximal dx. The stent balloon was reinflated to 9 atm's for 30 seconds to post dilate the stent. The patient received angiomax during the procedure. No patient complications occurred. About 2 1/2 months later, the patient presented with chest pain and was brought back to the ccl where a thrombus was discovered in the dx. An aspiration catheter was used to remove the thrombus and a 2.5x15mm balloon was inserted into the mid dx and inflated three times to 8, 14 and 14 atm's for 25, 25 and 30 seconds. Ivus was used a 3.25x 15mm quantum maverick balloon was inserted to the mid dx and inflated to 6, 12 and 14 atm's for 20, 30 and 25 seconds. A 3.0x15mm stent was implanted in the mid dx. That patient received integrilin, angiomax and ic ntg during the procedure. No further pt complications occurred. It was further reported that the patient had discontinued the plavix about 4 days prior while waiting for a prescription refill. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.